Manufacturer narrative:
UDI # is incomplete as the catalog#, lot #, manufacture date, exp. Date were not provided. This information was requested from the customer. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon (iab) therapy, the customer stated that under imaging, the radiopaque markers appeared to be close together. No patient injury or harm was noted. They were unable to troubleshoot but the console and catheter function were otherwise appropriate, and the bedside team deferred replacing the catheter and left the current balloon in use.

Manufacturer narrative:
After further review, an initial emdr for this complaint was incorrectly submitted. The complaint was created in error, this complaint is duplicate complaint of tw# (B)(4), so making it non-reportable to the FDA. As a result, no follow up emdr is necessary. Please cancel in your database.